Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-07240. It was reported that during an implant procedure on (B)(6) 2017 the patient experienced a cerebrospinal fluid (csf) leak. The patient developed a headache while in recovery. As a result, the physician instructed the patient to lay flat and drink caffeinated fluids. Follow up revealed that the issue has been resolved.